Event description:
After the doctor inserted the nail to the patient, he inserted the guide pin of the blade to optimum position and measured the depth of the hole. He opened the lateral cortex and tried to insert the blade to the nail hole. However, the blade stopped around the nail hole where the cutting edge of the blade has been passed. Then the insertion became impossible. According to doctor there was no problem at the dry-checking using the guide pin of the device. The doctor started again the surgical operation with pfna-ii 11mm xs 125 degree and also changed the blade. Blade penetrated through the nail hole successfully and the operation was ended without any stress and problem. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Caused or contributed to the potential event described in this report. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained devices shows clearly that the hole of the nail is badly damaged. The edge of the hole is strongly damaged and deformed. Therefore it was not possible to insert the blade through the hole. It is assumed that the hole was damaged while drilling with the reamer. The blade can be inserted into the hole from the opposite side until to the deformation without any problems. This functional test shows that the parts were manufactured according to the specifications and they were in faultless condition when they left our site. No product fault could be detected. The lot number has been provided, a review of the device history record is not yet available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4): a review of the device history records was performed and no complaint related issues were found(B)(4)